Manufacturer narrative:
(B)(4). It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3113, with lot ckkcrj, conformed to the specifications when released to stock on the 18th september 2009. No root cause could be determined since no sample was returned for evaluation. Based on the results of the investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
Surgeon and nurse practitioner unable to get chpv to reprogram from current setting (120) to desired setting (60). Vpv reprogrammer would not give acoustic verification. After multiple attempts the patient was sent to x-ray and it was confirmed that shunt was still set at 120. (B)(4) rep was brought in to assist with reprogramming (B)(6) 2015 and after multiple attempts the shunt was still set at 120. This was confirmed by x-ray. Still implanted. On 3/23/2015 additional information explained, at this point the likely course of action is a revision; however, the clinician and the family have not decided at which point this will occur. To the best of my knowledge they have not brought in a backup unit yet.